Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon receipt the power supply connector pins were recessed. The root cause for the damaged connector pins were recessed. The root cause for the damaged connector pins could not be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A zoll logistics employee reported that a (B)(6) male pt's battery charger was not powering up. The pt ended use and did not require a replacement charger.